Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The representative was unable to replicate the issue. The rep took a scan which transferred successfully. The system logs were provided for software analysis. Upon reviewing the logs it was observed that the navigation software was functioning as designed. The issue was caused by the scanner settings. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, software version: 2.1.0. A site visit by a manufacturer representative (rep) confirmed network connectivity was correct, crossover cable was functional, and a 3d spin was taken, which transferred as expected. The rep opened the c-arm patient browser and attempted to manually transfer the same patient as in the case which resulted in the same error message. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system displayed a transfer error. It was noted that the error stated to please verify the correct scan was sent to the system and if the problem persisted to please take another scan. A 3d spin had been taken with a c-arm and the patient exam would not transfer to the navigation system. It was noted that manual transfer did not work and that the site took another 3d spin with the same results. Navigation was discontinued and the case was finished with standard fluoroscopy. There was a less than hour surgical delay and no impact on patient outcome.